Event description:
Acute inflammatory reaction -pseudoseptic-to synvisc-one injection. Pain and swelling ensued 48 hours after synvisc-one injection in knee. Pt re-evaluated 5 days after injection and found to have a large painful knee effusion. Knee aspirated for 90cc and injected with xylocaine and depomedrol. Dose or amount: 6cc, frequency: once, route: intra-artic. Dates of use: 2009. Diagnosis or reason for use: osteoarthritis.